Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected new battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reports plastic chipping off when changing the reservoir. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.